Event description:
A malfunction alarm designated as malf 12 was reported by a distributor regarding a pump with serial number (B)(6) in denmark. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump as it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was also guided on returning the faulty pump and setting it to storage mode before return.